Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "laboratory testing indicates that implants subjected to body fluids, surgical debris or fatty tissue have lower adhesion strength to cement than implants handled with clean gloves. Improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear. Do not modify implants. The surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."

Event description:
During a left shoulder arthroplasty, the glenosphere tray impactor strike plate fractured. There was no patient injury or delay in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Review of manufacturing records indicates product was manufactured conforming to print specifications, and therefore was likely conforming when it left zimmer biomet control. This device is used for treatment. Product was visually examined. The strike plate has sheared off the handle; therefore, the complaint is confirmed. The instrument shows evidence of scratches and nicks, indicating previous use. Review of complaint history on this part has identified that a previous design change has been initiated for these parts to address the reported issue, and this part was manufactured prior to that change. Root cause is determined to be a previously addressed design issue.